Manufacturer narrative:
Device used for treatment and not diagnosis. The fracture surface is rubbed, which indicates that this target bracket was in further use. Also the additional damages to the insertion handle confirm this. No product fault could be detected.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the connecting pin on the insertion handle is broken. No further information was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.